Event description:
As reported: "noticed on ultrasound a clot formed on the right side of the heart."

Manufacturer narrative:
Unable to complete analysis as device was discarded and no lot number was provided to enpath medical.